Manufacturer narrative:
(B)(4). The customer reported that the monitoring system intermittently produced continuous 100% spo2 readings and pulse measurements while no sensor was attached to the patient. No patient harm was reported. The customer ordered a replacement mms to resolve the problem. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitoring system produced continuous 100% spo2 readings and pulse measurements while no sensor was attached to the patient. No patient harm was reported.